Event description:
Lead fracture was reported. The lead was explanted. No patient complications have been reported as a result of this event.

Event description:
Lead fracture was reported. The lead was explanted. No patient complications have been reported as a result of this event. Journal article reports noise, oversensing, high pacing impedance and that inappropriate therapy was delivered.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Journal article which cited additional information on this event is 'early failure of a small-diameter high-voltage implantable cardioverter-defibrillator lead'. Hauser, robert g. Et. Al., heart rhythm, vol 4, no 7, july 2007. Pgs 892-896. Other text : lead fracture was reported. The lead was explanted. No patient complications have been reported as a result of this event. Journal article reports noise, oversensing, high pacing impedance and that inappropriate therapy was delivered. No conclusion can be drawn. Impedance high interference lead(s), fracture of, oversensing, shock, inappropriate.